Event description:
Registered nurse (rn) was called into patient's room and patient's mom stated, "I think something might be leaking". Upon assessment, rn noted patient's chemotherapy (chemo) tubing lying in the bed unhooked from equashield female swivel connector. Blood was backflowing into the equashield and onto the bed from patient's port. Minimal amount of drainage noted. Chemo line stopped/clamped. Port tubing clamped.